Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt went to the hosp¿s emergency room for symptoms of nausea, dizziness, left side numbness, blurry vision and was diagnosed with possible cva. A head CT was taken and showed negative results for hemorrhagic stroke. The pt was in the clinic a week prior to the event with an inr of 2.8, and upon admission into the emergency room the pt had an inr of 2.4. The pt was readmitted to monitor and for eval. Approximately 10 days later, the pt was discharged to home, at which time the pt still had some blurry vision but the weakness on his left side was no longer an issue. The pt¿s inr goal was increased to 2.0-3.0. The pt returned to the clinic twice since being discharged, and during his most recent visit the pt reported that he no longer had any weakness or vision issues. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.